Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the stent delivery system noted no blood or contrast visible. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The soft tip was stretched and collapsed distal to the clear gap for a length of 3 mm. The soft tip was still intact. The protective sheath and stylet were not returned. The tip length was measured and did not meet manufacturing criteria; however, this is likely the result of the noted tip stretching. Factors that can contribute to difficulties removing the protective sheath include, but are not limited to, manufacturing, damage to the protective sheath, mishandling, stent damage, or oversized balloon and stent due to partial inflation. To ensure this is not a manufacturing deficiency, a sampling of units is inspected for sheath inner diameter, stent damage, and proper balloon fold. The protective sheath and stylet were not returned; therefore, the reported difficulties could not be confirmed. It is possible that as resistance was encountered during removal of the protective sheath, the tip was inadvertently caught on the stylet and protective sheath, resulting in the noted tip stretching; however, a conclusive cause could not be determined. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during preparation of the 2.5x28 rx xience v stent delivery system (sds), resistance was felt when attempting to remove the protective sheath. Force was not applied and the protective sheath and the stylet were removed from the stent system together. When attempting to insert the guide wire into the tip of the sds, the tip was found to be broken but not completely detached. The sds was not used in the anatomy. A new xience v stent system was used successfully in the procedure. There was no adverse patient effect and no significant clinical delay in the procedure. The physician assumes that the device was defective. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received but analysis is not complete. A follow-up report will be submitted with all additional relevant information.